Manufacturer narrative:
Results: the product display box was crushed and folded on one side. The penumbra system ace 64 reperfusion catheter (ace 64) was kinked underneath the strain relief, approximately 1.0 from the hub. The ace 64 was kinked approximately 20.0, 20.5, and 89.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was kinked in multiple locations along the catheter shaft. Further evaluation revealed that the product display box was crushed and folded on one side. The damage noted on the product display box and ace 64 may have occurred due to improper handling during transit, or due to improper storage of the device. This observed damage on the display box may have caused the ace 64 inside the box to become damaged. Some of the kinks observed on the ace 64 were likely incidental, and may have occurred during packaging of the device for return. Penumbra catheters and product boxes are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system ace 64 reperfusion catheter (ace 64) was kinked upon removal from the packaging. The kinked ace 64 was noticed prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 64.